Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained false positive digoxin results. The customer stated that quality control (qc) for level 2 was out of range but was acceptable upon repeat testing. The customer also stated that the patient samples were run while qc was within range. The customer ran the patient samples using heterophilic blocking tubes (hbt) but the results remained unchanged. The customer also performed the manual dilutions of samples treated with heterophile blocking agents and a dilution of one not treated sample and the results increased with every dilution step. The customer suspects an interferant specific with the patient sample. The cause of discordant, false positive digoxin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive digoxin results were obtained on one patient sample on an advia centaur xp instrument. The discordant results were reported to the physician(s). The sample was repeated on an advia 1800 and a dimension instrument, resulting negative. A new draw was obtained from the patient and was tested on the same instrument and on both the alternate instruments, resulting positive on the same instrument while negative on the alternate instruments. A third draw was obtained from the patient, resulting in a similar pattern as that of second draw. It is unknown which corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive digoxin results.